Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years and ten months post filter deployment, the patient presented with abdominal pain. Subsequent computed tomography (CT) revealed that the inferior vena cava filter has its tip at the level of the renal veins and extends distally fairly centrally located within the vessel. There does appear to be perforation of some of the distal legs, there was anterior extension anterolateral of 4.8mm out of the lumen. A medial extension extends to and abuts the aorta extending nearly 5mm. Posteriorly extension beyond the lumen to 2.5mm. No perforation of surrounding structures. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. Approximately nine years and ten months post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.